Event description:
An a1059 mayfield skull clamp slipped on a patient and caused a laceration on the single pin side. This occurred during pinning and was never attached to any other components. The torque screw went from 60+ pounds to around 20 pounds.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.